Event description:
It was reported that the right ventricular (rv) lead had high impedance. The physician was unsure if there was a connection issue or if the lead fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv coil impedance measured 136 ohms on 2014 (B)(6), up from a trend of 50-60 ohms. The analyst commented that the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.